Event description:
Starclose device used to close right femoral artery after cerebral angiogram, endovascular embolization surgery for a dural arterovenous fistula. Device has been causing pain and discomfort.